Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Microscopic examination and tactile inspection of the shaft/hypotube found no irregularity or defect. Microscopic inspection of the distal shaft observed a partial separation at the collar. No irregularity or defect in the ptfe and the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28 jun 2016. It was reported that shaft kink occurred. A guidezilla was selected for use. During the procedure, it was noted that the device became kinked. The procedure was completed with a different device. There were no patient complications and the patient's condition was good. However, device analysis revealed a partial separation at the collar.